Event description:
The procedure was coil embolization of right superficial femoral artery that was heavily calcified and moderately tortuous. During the procedure, a transit microcatheter (601-240/ 15247965) would not cross the target lesion. Once the transit was out of the patient, the distal end of the transit was found frayed. Afterwards, the procedure was continued using another product (competitor's) and the procedure was successfully completed. There was no patient injury reported. Prior to use, no defect (kink, bends etc) was noted both on the transit and gw by visual inspection. It is unknown what caused the crossing difficulty. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The complaint product will not be returned for evaluation. No additional information is available. Other than the reported events on the device, no other damages were noticed on the microcatheter (kinks, bends, fracture, separated, etc). No additional information is available.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15247965 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization of a heavily calcified and moderately tortuous right superficial femoral artery (sfa) the transit microcatheter ((B)(4)) would not cross the target lesion. Once the transit was out of the patient, the distal end of the transit was found frayed. Afterwards, the procedure was continued using another product (competitor's) and the procedure was successfully completed. There was no patient injury reported. Prior to use, no defect (kink, bends etc) was noted both on the transit and or guidewire by visual inspection. It is unknown what caused the crossing difficulty. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No additional information is available. Other than the reported events, no other damages were noticed on the microcatheter. No additional information is available. The product is not available for evaluation. A review of the manufacturing documentation associated with lot 15247965 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Difficulty crossing/tracking a lesion of an anatomical structure is a known procedural occurrence. These types of difficulties occurring during the clinical use of the device are usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient's anatomy, vessel characteristics, procedural technique and appropriate device selection. Without the return of the device for analysis, no conclusion can be made regarding the reported failure to cross and damage to the distal end of the catheter, it is possible that the heavily calcified vessel characteristics contributed to the events. With review of the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.